Manufacturer narrative:
A serial number was not provided for the elite xl meter, so it was not possible to determine a MFR date.

Event description:
The contact stated that she tested the customer's blood glucose using an elite xl meter and a one touch ultra meter. The elite xl meter read lower than the one touch meter. While troubleshooting, it was discovered the meter was set in mmol/l. The contact did not allege the customer experienced any adverse events due to the mmol/l readings. She was able to reset the meter to mg/dl, and no product will be returned.